Manufacturer narrative:
Reported event was confirmed by review of photograph provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical products: unknown femoral component catalog # unknown lot # unknown; unknown tibial component catalog # unknown lot # unknown; unknown patella catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation  has been completed, a follow-up MDR will be submitted.  Not returned by hospital.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to pain and instability of articular surface prosthesis. During the procedure, it was discovered that the articular surface post was fractured. Femoral, tibial component and patella prosthesis were not revised. Attempt for further information has been made, but no further information has been provided.